Manufacturer narrative:
(B)(4). Batch # t92d8f. Investigation summary: an image along with the device was returned for evaluation. The image provided by the account are those of what appears to be a tyvek from a harmonic instrument where you can see cuts in the tyvek. The analysis results found that harh36 device was returned outside its original package. Only the tyvek was returned for analysis. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have cuts in the tyvek, the cuts were noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. A manufacturing record evaluation was performed for the finished device lot/batch t92d8f number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t92d8f. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the nurse removed harh361 from the box and the paper backing had a cut in it, deeming it unsterile. The box had been unopened until this point. No external damage was seen to box. Device was not used in procedure and replaced with like sterile device. There was a two minutes delay to the procedure and there was no adverse event.